Event description:
It was reported that the diagnostic ftrd was used to treat a lesion in the duodenum. Clip application was not verified before tissue resection. The resulting perforation was closed with a clip. This clip had to be removed due to incomplete perforation closure. During endoscope retraction and clip removal, the patient´s esophagus was accidentally injured by the clip. The bowel perforation was closed with overstitching and another clip. The esophageal tear was then closed with endoclips. The patient stayed in hospital overnight and scans were scheduled for the following day.

Manufacturer narrative:
The device in question was partially returned. Hand wheel and clip were not returned. The remaining components were inspected and no deviation from product specification could be detected. Due to the localization of the target tissue, the endoscope must be wound several times for anatomical reasons. This can result in a limited force transmission to the clip. Due to a large amount of tissue mobilized into the cap, the view of the application ring was limited. The user assumed successful clip application without verification beforehand and performed the resection. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2022.